Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to noise, oversensing, and inappropriate anti-tachycardia pacing (atp). A new rv lead was implanted successfully. There were no additional adverse patient effects reported.